Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for normal follow-up, far p-wave oversensing was observed. A programming change was made. The patient will be monitored with follow-up.